Event description:
It was reported that the patient underwent a surgical procedure in which a spectra penile prosthesis (spp) was removed, and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.

Event description:
It was reported that the patient underwent a surgical procedure in which a spectra penile prosthesis (spp) was removed, and a new inflatable penile prosthesis (ipp) was implanted. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established.